Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the system consisting of pacemaker, right ventricular (rv) and right atrial (ra) leads was explanted on (B)(6) 2018 due to infection. Additional information was not reported.